Event description:
It was reported the surgery was delayed due to the surgeon having trouble inserting the device.

Manufacturer narrative:
The associated complaint device was not returned. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any discrepancies during the manufacturing process. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
.